Event description:
Caller states the patient tested 6.0 inr and 6.1 inr on the coaguchek xs plus system and 9.4 inr on a comparison lab. Reporter stated that the patient was admitted to the hospital for vitamin k treatment. No other actions were reported taken or treatment received. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6).